Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Dob: unk. Corneal edema; visual disturbances; vision, loss of. Break, optic; (loop haptic damaged). Evaluation method: device work order search. Results: device work order search: a device work order search was performed and no similar complaint was found. Conclusion: conclusion not yet available. Evaluation is in progress. A current investigation involving malfunctions on pre-loaded injectors is ongoing. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Method: device history record review. Result: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).

Event description:
The reporter indicated the surgeon used a ks-ni2 aq310ain 25.0d preloaded injector to insert the lens. During injection into the left eye, a abnormal haptic and crack on optic was noted. After insertion into the eye, the lens did not expand but remained folded in the capsule. The incision was expanded to remove the lens. The patient has little or almost no vision due to corneal edema. Patient is being monitored.

Manufacturer narrative:
Method: medical review. Results: medical review - review of the complaint file indicates that the patient's iol lens in the left eye (os) was implanted and explanted on (B)(6) 2014. The patient developed cornea edema with almost no vision. No eye examination or visual acuity was reported. During the lens injection process an abnormal haptic and crack on the optic was noted. The lens was injected but did not expand in the capsule bag. The incision was expanded to remove the lens. The patient's visual acuity change could be the result of cornea edema. Given the above information it is likely the cornea edema was caused by the surgical trauma which warrants further follow up. Conclusions: based on the complaint history, work order search and medical review, a specific root cause of this event could not be determined. (B)(4).